Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer found the dose knob difficult to press. The customer does not feel safe using the pen and has stopped using an insulin inpen because the customer believes it was not giving the correct dose and there were leaks in the inpen. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed. Customer tried another needle and primed the inpen to resolve the issue and customer was advised to change the insulin cartridge. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pen. Mmt-105elblna was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front or back shell was noted. The inpen paired to the commercial app. The leadscrew was received 1/2 it's travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Unit passed displacement dose accuracy test. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: (B)(4). Performed leak test and no fluid leaks were noted outside the fluid pathway. Inpen passed front cap investigation. In conclusion: no fluid leaks were noted on inpen. Inpen working as design. Therefore, the customer concern of insulin leaking could not be confirmed. Possible under delivery anomaly was not confirmed. No mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.